Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high pressure alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: two sample were returned for investigation. The sample was received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. During the visual inspection an extension was observed occlusion between the tube and filter. An extension set was connected to the luer to perform functional testing, the pump was started, and the alarm was activated. The reported failure mode was confirmed. It was found that excess of solvent in one of the bonding unions generated the occluded tube. The cause was traced to manufacturing/assembly error. For corrective action, awareness notification was generated to explain the importance to follow up correctly the bonding process documented in procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).